Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they had received no delivery alarm while conducting a bolus. The customer's blood glucose level at the time of incident was 164mg/dl. The customer states cannula was noted to be bent. The customer was advised replacement sets would be sent. The customer declined to troubleshoot for the highs.